Event description:
Upon evaluation of the returned colonovideoscope, foreign material was observed in the device suction cylinder, channel tube and auxiliary channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based in the results of the investigation, the foreign material/residual liquid observed in the device suction cylinder and channel tube was not identified. The probable root cause of the issue was determined to be linked to the device, but otherwise could not be determined. Additionally, a white foreign material was observed in the device auxiliary tube. The foreign material was not identified, however, the material is believed to be a defoaming agent containing silicone, such as simethicone, which can cause deposits of white foreign material. The root cause of the issue was determined to be a failure to follow the device instructions for use (IFU). The white foreign material event can be prevented by following the device IFU which states: ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.